Manufacturer narrative:
(B)(4).

Event description:
The customer reports: when separating the sterile from the non-sterile packaging, the glue is so strong that the packaging is ripping. This is happening with several nurses who are being gentle, grasping both sides and slowly opening it. The sterile portion is ripped open before their sterile field is established, forcing them to open another package because sterility has been compromised.

Manufacturer narrative:
(B)(4). One rhythm ttsap stylet package was returned for evaluation. The stylet package was visually examined without magnification. Both the sterile pouch and label (non-sterile) pouch were ripped down the middle. The contents label on the non-sterile pouch was torn indicating the pouch has been opened. Vps r and d reviewed the sample. Vps r and d confirmed teleflex purchases the labeling pouch with double-sided tape already applied and a teleflex manufacturing site attaches the pouches with the pre-applied tape to the sterile pouch. They also confirmed with the packaging group that the adhesive on the labeling pouch is well controlled and unlikely to change over time. During their review they confirmed they could easily peel the labeling pouch away from the sterile pouch. It seemed equally easy (by feel) to peel apart some other sample kits. They also confirmed with the packaging group that the adhesive on the labeling pouch is well controlled and unlikely to change over time. They concluded the adhesive bond between the two pouches was not an issue. (Con't) other remarks: the complaint investigator conducted a follow up phone call with the sales representative. The sales representative stated the sales representative and the clinical education manager reviewed with the product marketing manager the method for opening the pouches. During their review they determined a misunderstanding had occurred regarding the manner in which the pouches were to be opened. The sales representative stated after clarification was understood the proper pouch opening methodology was reviewed with the customer and no more events similar to this have occurred. A device history record review was performed on the stylet and did not reveal any manufacturing related issues. The report the sterility has been compromised was confirmed by evaluation of the returned stylet package. A vps r and d review of the returned package confirmed the package was constructed as designed. It was determined that operational context caused or contributed to this event because the proper pouch opening methodology was not utilized.

Event description:
The customer reports: when separating the sterile from the non-sterile packaging, the glue is so strong that the packaging is ripping. This is happening with several nurses who are being gentle, grasping both sides and slowly opening it. The sterile portion is ripped open before their sterile field is established, forcing them to open another package because sterility has been compromised.